Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system: 12:54 - 27.5 mmol/l 12:55 - 7.2 mmol/l 12:56 - 19.0 mmol/l 12:58 - 11.4 mmol/l 13:02 - 22.5 mmol/l 13:05 - 11.4 mmol/l no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.